Event description:
The patient entered the MRI department with a mesh glove covering the entire foot, just above the knee. The patient was screened prior to being scanned in the MRI department. He denied any dermal patches of any kind on his body. He also signed a screening questionnaire prior to the procedure. After the conclusion of the exam, the patient complained of a burning sensation to his foot which was wrapped in the mesh glove.upon examination, the staff noted a foil patch underneath the glove. The patient sustianed a minor superficial burn to the affected foot.